Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal modular electric/battery single trigger handpiece was stalling and skipping. Additional clinical follow up with the customer indicated that while the surgeon was reaming, the reamer was described by the surgeon as "jumping". A non-zimmer product alternate was utilized to complete the procedure in progress with minimal time noted to exchange equipment.